Manufacturer narrative:
(B)(4). Batch # attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the child-pugh score for cirrhosis? What color cartridges were used throughout procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current patient status? No information. It is stated in the report: 1 green and 4 blue 60mm. Not that I have been informed of. Recovered.

Event description:
It was reported that the patient experienced post-operative bleeding following a sleeve gastrectomy procedure. Operational report - primary surgery ((B)(6) 2020). Operation action code: laparoscopic sleeve gastrectomy. Course of surgery: check in. General anesthesia. Antibiotic prophylaxis. Marcain adrenaline in trocar holes. Kapnoperitoneum via verres cannula and 10 mm scanexport just above the umbilicus. The abdominal cavity is inspected briefly without remark. Additional usual trocar placement and nathanson's retractor to keep away the left liver lobe. Measures about 4.5 cm from the pylorus and divides the gastrocolic ligament with ultrasonic dissector along the major curvature all the way to the left crus. Hemostasis control, then staples along curvature over a 35 ch probe with a total of one green and 4 blue 60 mm magazines. Lateralizes 2 cm out from the left crus. Leak check without remark. The ventricular specimen is removed via the lateral left trocar-hole, cut, macroscopically without remark, discarded. Pulls trocars under eye control. Closes the skin with a skin stapler. Postop. Assess. The patient may take 1000 ml of liquid diet during the day of surgery and be transferred to the ward after waking up. Operational report - re-operation ((B)(6) 2020). Preop. Assessment. Previously essentially healthy man apart from obesity. Underwent a laparoscopic sleeve gastrectomy in the morning. Seemingly complication-free. In the afternoon he felt dizzy as he sat up and stood. Increasing discomfort during the evening when he gets a feeling of fainting while sitting. The undersigned is then called in by the ward nurse and a tachycardia of 115 and a low blood pressure with a systolic pressure of 80 are noted. We check hb capillary and see that initially only dropped from the previous 150 on 15/1 to 137. Soft in the abdomen and the patient fully talkable. Initially order a CT thorax / abdomen where the primary issue is blood in the abdominal cavity? While waiting for CT, it becomes apparent that the patient is bleeding, new hb 115. Prescribes blood and plasma and calls in the surgical team. While waiting for this, we still have time to do the computed tomography that verifies the suspicion. You see large amounts of blood in the abdomen but can not see any obvious extravasation. Diagnosis: bleeding from surgery - sleeve gastrectomy. Course of surgery: we enter the old trocar incisions with optical trocar after gas is insufflated with verre's needle in palmer's point. Puts another 12 mm trocar in addition to those that already exist. There is plenty of blood in the abdomen and the patient is now somewhat circulatory unstable and has to go on an inotropic drug. Starts by evacuating both liquid blood and clots and works long and hard with the suction pump, after which we can visualize the surgical area. Get visibility on the staple row which can be followed in its entirety and in its upper part, about 5 cm below angle of his, a bleeding is spotted of a bright red character. It over sews with a v-loc suture. Continues to suck and there is plenty of blood and clots behind the spleen which we evacuate. Also trying to clean behind the liver and flanks as best I can. Even down in the small pelvis, although of course we do not get rid of everything. The estimated amount of blood is measured at 4 liters! Now returning to the surgical area where I visualize splenic hilus where we have a small increasing oozing bleeding and it is difficult to say where this is coming from. I do not see any capsule damage. On the other hand, when you follow the divided edge of the omentum, we spot a small oozing as well. Coagulating with a monopolar diathermy. Then installs two syringes with floseal which are applied partly up against the spleen and the omentum edges and partly towards the posterior bursa. Puts a gauze sponge in this area while we continue cleaning the abdominal cavity. When we then remove the gauze sponge, we stand for a long time and look and cannot see that something fills up. The anesthetist struggles keeping up the pressure uses inotropic drugs. My assessment is still that there is no longer any ongoing bleeding in the abdominal cavity. Inserts a blake drainage no. 19 along the staple row as well as up against the spleen. Remove the trocars under the visibility of the optics. No bleeding. Sew the skin with skin staples. The liver is very cirrhotic and rigid. Postop. Assessment. Continued control of circulation status, what comes in the drain. Inserts cyklokapron. Still antibiotics.